Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for passing out due to low blood glucose levels on (B)(6) 2016. The customer did not provide their blood glucose count at the time of admission. The customer stated that their blood glucose went as high as 300 mg/dl. The customer stated that they had been feeling tired and was doing activities when they suddenly passed out. The customer was revived and hospitalized. The customer stated that they may have had too much insulin delivered to them to cause the issue. The customer was assisted with reviewing the settings on their insulin pump. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.